Event description:
Discordant cardiac troponin I (tniu) results were obtained on two patients on an advia centaur xp instrument. The initial results were not reported to the physician(s). The customer repeats all tniu results >0.1 ng/ml. The samples were repeated two times and the second repeat results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tniu results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that cuvettes were jamming and that the sleeve on the ancillary probe was loose. The cse also determined that water was dripping into the cuvettes at the reagent probe 2 location due to damaged tubing. The cse performed a total service call on the instrument and repaired the tubing and ancillary probe. The cause of the discordant tniu results is unknown. The cse verified system performance and successfully ran qc. Further evaluation of the device is not required.